Event description:
Lower part separated from upper section.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.